Manufacturer narrative:
.

Manufacturer narrative:
Corrections: the part/batch number was entered incorrectly.

Manufacturer narrative:
The associated devices were returned and evaluated. An analysis was performed by our research lab. Metal transfer and stripe-wear features characterized by inter-granular fracture/grain-pullout were observed on both the alumina head and liner. Compositional elements of (B)(4) were identified on the surface of the femoral head using (B)(4); this transfer was likely caused by contact with the shell or by third-body (B)(4) particulate in the joint space. There were signs of bone on-growth on the fixation surface of the shell indicating that the shell was well fixed. Inter-granular fracture and grain-pullout are indicative of high contact stresses possibly caused by contact between the head and edge of liner. Similar stripe-wear features have been reported in the literature for retrieved alumina devices. There were no manufacturing or material issues noted with this evaluation. Manufacturing records were reviewed and did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history also revealed that we have not had any previous complaints for the lots associated in this complaint. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
Revision surgery was reported due to pain.